Event description:
During a routine adjustment of the or operating room table using the regular pendant the table malfunctioned and the head end continued to lower. The patient ended up with their head down near the floor and staff had to keep pt from slipping off the table. The table was in such an orientation that the manual foot pump and pendant in the base could not be accessed. After a few minutes the table was leveled using the regular pendant and stools were placed under the head end to prevent a recurrence. The case was finished without further incident.